Event description:
Lead was explanted due to intermittent capture and undersensing. Should additional information become available, this report will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. During the visual inspection, a deformation of the fixation helix was found. Damaging the fixation helix requires the presence of mechanical stress. Based on the characteristics of the damage, it is reasonable to assume that tensile forces during the surgery contributed to this observation. However, a thorough analysis of the lead did not show any deviations which might have led to the reported intermittent capture and undersensing. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.